Event description:
It was reported that pump displayed non-resettable malfunction alarm and no events occurred prior to the issue, while customer¿s blood glucose level did not rise to a concerning level. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged warranty replacement pump, confirmed shipping address, provided instructions for storage mode, cgm connection, and re-entering pump settings, and instructed customer to return malfunctioning pump using prepaid label within 10 days and informed that return instructions would also be sent by email.